Event description:
"Endostitch" used for posterior repair and needle x2 broke into 2 pieces. Tips of needles not recovered with multiple attempts made to locate them. Post-op x-ray shows 2 foreign bodies on right side of of pelvic area (sacrospinous ligament area).